Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that the pump "just stopped working completely." No further information was provided. Animas customer support made several attempts to contact the reporter for further details; however, the reporter did not respond to these contact attempts. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the issue.